Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, due to abnormal coronary sinus anatomy the lead dislodged when the catheter was removed. The left ventricular (lv) lead was abandoned and not replaced. No patient complications have been reported as a result of this event.